Event description:
When the smart control nitinol stent was taken out of the package, the stent was found partially exposed from the tip. The stopper was found off when the package was opened. The product was not clinically used in the pt.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.